Manufacturer narrative:
Returned device was received in fair physical condition. The rear housing was cracked and the lcd is bleeding. No evidence of reported problem in event log was found. During the evaluation of the device, a cassette was attached to the device and it ran without issues. Analysts were unable to duplicate the "no disposable" alarms. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The medwatch form was received from (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed "no disposable, clamp tubing" message on the display. The issue did not occur while in patient use, the infusion was life sustaining and the patient was able to use a backup pump. There were no reported adverse events.